Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the mic-key extension kit kinks during the night, causing the attached pump to alarm. It is alleged that this caused the pump not to register the correct amount of feed. The patient's blood sugar dropped due to her only receiving 30ml in 8 hours. Per additional information received 17 oct 2017, hypoglycemia is considered life threatening in patients with this condition, which is why overnight feeding is required. Medical intervention was not required, as the parents of the patient followed an emergency protocol, which included providing glycogen administration. The patient has made a full recovery. No further information has been provided at this time.